Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored and the instrument was difficult to open. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.